Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections as backup insulin therapy, was instructed on placing pump into storage mode, and was informed to transfer pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of in-warranty replacement pump and requested return of malfunctioning pump using prepaid label within 10 days.